Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient stated that when sensor was removed, the sensor wire was not attached to sensor pod, nor was the wire attached to body. No additional event or patient information is available.